Event description:
It was initially reported that the patient felt that her generator has stopped working because, she was no feeling stimulation. The patient was also experiencing an increase in seizures, unknown if above or below baseline or related to vns. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received regarding the patient. It is believed that stress worsened the seizures and the increase in seizures was not related to vns. The patient had there settings increase and increase behavior medications in response to the increase in seizure and stimulation not perceived. The patient increase in seizures was below baseline and the patient has a lot of stress and may have pseudo seizures too. It is unknown if there were any causal or contributory programming changes, medication changes or other external factors that preceded the increase in seizures. There were no causal or contributory programming changes, medication changes, trauma or manipulation preceding the patient not feeling stimulation. The patient is now doing well.